Manufacturer narrative:
Customer returned meter. The complaint is under investigation and a follow-up report will be filed once the investigation is completed.

Event description:
The customer reported a problem with his freestyle flash blood glucose meter. He reported receiving "an error-3 message". He experienced the following symptoms: "headaches for at least five to six days and nausea, vomiting, diarrhea and chest pains times 24 hours". He also added he had "some breathing problems and dizziness". He went to the emergency room of the hospital, but there was no report of treatment, nor use of prescription drugs to counteract the event.